Manufacturer narrative:
Results: the high impedance was confirmed. Both of the single extension leads were electrically tested and found to have open channels. Since there were no broken wires visually noted during inspection these opens would be consistent with electrical opens at the weld sites. While riding a motorcycle the pt hit a hole then lost stimulation. This event would be consistent with an overstress condition the extensions were exposed to while still in vivo. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference report # 1627487-2014-15566. It was reported the pt (B)(6) lost stimulation after hitting a hole while riding a motorcycle. Diagnostic testing indicated high impedance readings. Surgical intervention was undertaken and intraoperative testing isolated the issue to the lead extensions. The physician explanted and replaced the extensions. Effective stimulation was recaptured for the pt following the procedure.